Manufacturer narrative:
Patient eye was impeccable with no signs of inflammation and visual acuity was back to normal. Conclusion code: this lens model is contraindicated for patients with keratoconus. (B)(4)

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Work order search: no similar complaint was reported for units within the same lot. Device history record (DHR) review: based on the results of the investigation all released devices from the associated work order including the suspected device have been manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -8.0/+5.5/145 (sphere/cylinder/axis), in the patient's right eye (od) on (B)(6) 2017. The reporter indicated at 8 days post-op, the patient had suspected endophthalmitis. The patient lived far away from the surgery center, so all controls and treatments (intraocular injection (medication)) were administered by their local ophthalmologist. The reporter indicated the patient is getting better and the lens remains implanted. The patient will be monitored.